Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during inspection it was found that the screwdriver head was broken.

Manufacturer narrative:
Please note the correction to d9 and h6 device code. The reported event could not be conformed since the device was not returned for evaluation and not other evidence was provided. A device inspection was not possible since the affected deice weas not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labelling did not indicate any abnormalities. More information, as well as the affected deice must be available in order to determine the exact root cause of the issue. If the device is returned, or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during inspection it was found that the screwdriver head was broken.